Event description:
Inflamed right knee [arthritis]. Left knee aspirated twice (left knee effusion) [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from a physician via a company sales representative regarding a (B)(6) male pt, initials (B)(6), with a medical history of osteoarthritis and previous treatment with synvisc in both knees which caused no adverse effects. The pt was administered synvisc on an unk date in 2010 and experienced an extremely inflamed right knee. The pt received the second synvisc injection on (B)(6) 2010 and the pt experienced an inflamed right knee. After the second synvisc injection, the pt's left knee was aspirated twice for 150-160 ml (milliliters) the pt also received an intra-articular cortisone injection after the second synvisc injection, but it was unk which knee received the injection. At the time of this report, the outcome of the events was unk. The synvisc lot number provided as s1010. No further information was provided. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.